Manufacturer narrative:
(B)(4) date sent: 11/30/2016. Photo provided was reviewed and a revised detail of the photo showed that only the package can be seen, with the lot number je9crdz0. A legend with an 18.5 cm paragraph can be read, seven times in different languages. The lot number provided does not match the lot numbers used by the ethicon, no bhr was record.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate that prior to an unknown procedure, length of device stated in catalog is 19.1cm. Customer wants to know what does the 18.5cm refer to on the label of device box. They are assuming that 18.5cm represents the length. Therefore, end user is seeking clarification. Device was not used on a patient and no adverse consequences were reported.